Manufacturer narrative:
H3: one device was received for analysis. Service history review found no service history for the last twelve months. The customer's reported problem was verified and duplicated by motor test drive. The root cause of the issue was found to be motor failure.

Manufacturer narrative:
E1 - initial reporter phone ext: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited motor not running. There was no reported patient involvement.